Event description:
Biomed is reporting the v60 blower is not running, and the screen is black and would not come back on. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer spoke with a remote service engineer (rse) and advised biomed to reconnect the da-mc cable to resolve machine and proximal pressure sensors failed error code. The customer is reporting the unit's blower rpm never advances past 3000 rpm. The v60 reports an occlusion error. The rse provided the part number for the blower assembly. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.